Event description:
It was reported that during a vats lobectomy procedure involving the powered reload, there were set-up issues prior to firing with the reload and jaw issues with the powered stapler. Specifically, there was difficulty closing the jaws of the powered stapler, and the jaws would not close completely. When the surgeon attempted to close the jaw, it was hard to close completely. The device was replaced with a new reload, after which the surgery was completed successfully. No patient complications had been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egia60axt, egia60axt egia60 artic extra thicksulu, (lot#: n3k2213y) sigphandle, sig power sigphandle handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.